Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, the physician found episodes noise on the right ventricular (rv) channel due to a lead debuting issue. The noise on the rv lead could not be reproduced with isometric tests. The physician decided to take no actions because the vp percentage is less than 1%. The patient is in stable condition.